Event description:
On (B)(6) 2011, pt reported that insulin has leaked from the cartridge into the cartridge compartment of the infusion device, and the infusion device makes a grinding noise during bolus delivery. Pt reported the insulin cartridges are defective, and insulin has leaked from the bottom of the cartridges both during use and during the filling process. The cartridge plunger has also become stuck on the piston rod on several occasions. Pt was advised how to properly remove the cartridge from the infusion device. Pt discarded the box from the cartridges and was unable to provide the lot number or exp date. The infusion device and cartridges were requested for eval. No physiological effects were reported, and pt did not require treatment from a healthcare professional or second party to address the issue.